Event description:
Tech alleged that the scale had no display. Tech found the cause to be corrosion on a position connector.

Manufacturer narrative:
Tech replaced the position connector on the retracting frame to resolve the issue.